Event description:
As a result of a review of our MDR procedure with FDA, it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed. It was reported that the patient expired. The actual cause of death was not reported. It was reported that the death was unrelated to the implanted systems. The pump contained hydromorphone .15 mg/ml; bupivicaine 40 mg/ml; clonidine 400 mcg/ml and baclofen 400 mcg/ml at a rate of .7993 ml/day.